Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 225 to over 240 mg/dl. The customer delivered a correction bolus via the pump to address the bg level. A pump system check was performed. The pump and infusion set tubing were found to be functioning as expected. The customer declined to remove the infusion set site. The customer was to change the pump supplies and was to continue to use this pump to manage diabetes.